Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient is experiencing discomfort at the ipg pocket site because ipg had migrated to beltline. In turn surgical intervention was undertaken wherein the ipg was explanted and replaced. Moving ipg pocket site location addressed the issue.